Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found pyxis tower not sliding out from rails. A field service engineer aided the customer in detaching the station from the seismic anchor and in finding the missing medication from the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not sliding out from rails. The customer reported that the malfunction occur when user was trying to issue medication. There were no adverse events or injuries reported based on this event.